Event description:
It was reported that after a recent device change out procedure, a lead integrity alert (lia) triggered due to oversensing and noise on the right ventricular (rv) electrograms with high thresholds. The patient was brought back to the lab and the rv set screw was found to be loose on the implantable cardioverter defibrillator (ICD). The set screw was tightened down and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.